Event description:
It was reported that the pt experienced a shocking or jolting sensation when her device was on. All times her stimulation felt like a sharp stabbing pain in her lower rectum and tailbone area. Her stimulation has been intermittent for one week. When stimulation was off, her symptoms would return. The pt was at home. Further info is being requested from the hcp.